Event description:
It was reported that during post cardioversion follow-up, elevated capture threshold was observed. The lead was successfully repositioned and the patient was stable post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.